Event description:
Spontaneous call, patient called in to advice that the pump had received on (B)(6) 2020 does not work. He had to lay on the floor and let medication run at gravity to get his infusion. Not reported if pt experienced any adverse events or if device available for return. Lot and exp info was not reported. No further details known. Indication: polymyositis, organ involvement unspecified. Directions: infuse 44gm (440 ml) intravenously daily for 3 days every 4 weeks. Reported to (B)(6) by pt/caregiver.